Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, a severe channel leak was found. There was scratches and a deformed channel. The brush passage had a restriction. The image was okay after aeration of the device. The shrink tube on the bending section was cut. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that there is a hole in the channel. The event was found during reprocessing. No patient involvement or injuries were reported. No additional information has been obtained.